Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. A direct cause for the reported event also could not be determined. The account reported that the patient had been experiencing right heart failure and received inotropes and changes to medication. The patient had an electrophysiology consult and no changes to plan of care were made. It was noted that the device operated as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing right heart failure. The patient was started on dobutamine on (B)(6) 2020. The patient remained on dobutamine for longer than a week. In summary treatment included changes to the patient's medication and inotropes were initiated. A device related issue did not cause or contribute to right heart failure. The device operated as expected. The patient had an electrophysiology consult and no changes were made to plan of care.